Manufacturer narrative:
The customer reported that this g7 unit displayed a black screen with the led lights on at the bottom during a case. According to the customer, they tried reseating the cable; however, the issue remained. The case was completed using the transport monitor. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field(s) contain no information (ni), as attempts to the obtain information were made, but not provided: d10 attempt # 2: on (B)(6) 2025 I called (B)(6) to get model and serial numbers of any device(s) the reported device was connected or related to. A message was left for (B)(6) to call me back with this information. Attempt # 3: on (B)(6) 2025 I called (B)(6) to get model and serial numbers of any device(s) the reported device was connected or related to. A message was left for (B)(6) to call me back with this information.

Event description:
The customer reported that this g7 unit displayed a black screen with the led lights on at the bottom during a case. There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported that this g7 unit displayed a black screen with the led lights on at the bottom during a case. According to the customer, they tried reseating the cable; however, the issue remained. The case was completed using the transport monitor. There was no patient injury reported. Investigation summary: the device with the reported issue was returned for evaluation. The device was evaluated and the reported issue was duplicated. The root cause for the reported issue was determined to be failure of the display panel. Additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow up, what type? H3 device evaluated by manufacturer? H11 additional manufacturer narrative.

Event description:
The customer reported that this g7 unit displayed a black screen with the led lights on at the bottom during a case. There was no patient injury reported.